Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 15-june-2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse found both syringes had dried wash at the base. The fse replaced the small syringe and tip of the large syringe. All errors cleared and the g8 instrument is operational. No further action is required by field service. The most probable cause for intermittent low areas was the sample needle was partially clogged.

Event description:
On (B)(6) 2017, a customer reported intermittent low areas with the g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.